Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts had it implanted in the left eye then ¿endophthalmitis caused by having the xen implant outside the conjunctiva, contaminating the anterior chamber. Surgery took place to remove the device and to perform anterior vitrectomy with intravitreal antibiotic.